Event description:
Customer's spouse called to report low blood glucose. Caller stated that the paramedics were called to treat the customer. The blood glucose reading at the time of the event was 23 mg/dl. The customer refused to be transported to the hospital. The paramedics made the customer eat before they left the residence. Caller stated that customer was confused. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.